Event description:
New information notes the lead was capped and replaced.

Event description:
It was reported that high pacing lead impedance alert was presented via (B)(4) transmission. No noise or impedance variations were noted with pocket manupulation and isometrics tests. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.